Manufacturer narrative:
Product event summary: analysis found the battery contacts were contaminated. Analysis also found the ring attachment was missing, the bail attachment covers were broken, the display was scratched, and the upper case was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.